Event description:
Syringe (for injection/infusion) has debris within barrel. It is sold as a silicone gasket, but it appears that isoprene (black) shrapnel. This might be a commonly distributed product; the tiny label on the 60 ml syringe says "5" on one thumb tab and "aobe" on the other tab. The original distribution companies (here in the us) have never seen anything like this before. I would be concerned that all of their syringes are not 'dust-proof'. I now have to use an (expensive) filter, because I do not trust the syringes anymore. (Please refer to your last month's articles on syringe safety from china). I wish to remain anonymous, but you can find me (and the syringe) by sending me a letter ((B)(6)).